Event description:
It was reported that the patient had a new internal neurostimulator (ins) implanted much sooner than expected. It was noted that the patient ''went all weekend with symptoms and was shaking'' before the implantation. It was further noted that it took 24 hours after the implantation of the new device to reduce her shaking. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37642, serial # (B)(4), product type programmer; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3389s-40, lot # v221331, implanted: (B)(6) 2009, product type lead; product ID 3389s-40, lot # v126057, implanted: (B)(6) 2009, product type lead.